Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 45-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bartholin's cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and stress urinary incontinence ("stress urinary incontinence") and was found to have uterine leiomyoma ("large fibroid uterus"). The patient was treated with surgery (essure removed on (B)(6) 2018 (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, uterine haemorrhage and stress urinary incontinence outcome was unknown. The reporter considered medical device removal, stress urinary incontinence, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: essure insertion detail: the number of expanded coils that appeared trailing into the uterine cavity was one. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: fup 3 and fup 4 processed together. Mr received: new events - abnormal uterine bleeding, large fibroid uterus and stress urinary incontinence. Reporter information were added medical history added. Insertion date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 45-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2018. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure insertion detail: the number of expanded coils that appeared trailing into the uterine cavity was one. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Most recent follow-up information incorporated above includes: on 9-jan-2020: medical record received. Patient demographic was updated. Essure lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure. The patient was treated with surgery (essure removed on ((B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.